Event description:
It was reported that the right-ventricular (rv) lead exhibited noise over-sensing resulting in unspecified electrical anomalies. Lead damage was suspected but was not confirmed via visual examination. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead (only distal portion) lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.